Event description:
It was reported that a bolsa eva parenteral 500ml peel pouch leaked close to the administration ports. This was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. A leak test was performed with no issues found. Should additional relevant information become available, a follow-up medwatch will be submitted.